Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The reporter information details is not available kept blank.

Event description:
It was reported by the customer that a pyxis medstation es system that they cannot access to narcotics during a procedure. The customer confirmed that cannot dispense medication to the patients and there is delay to the patient care. There were no adverse events or injuries reported based on this incident.